Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: investigation revealed that the display was dim and discolored. A visual inspection of the pump revealed corrosion inside the battery compartment. There were multiple cracks observed in the battery compartment. A leak test was performed and a battery compartment leak was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed corrosion in the battery compartment. There were multiple cracks observed in the battery compartment. In addition, a leak was found in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/30/2015.